Event description:
A patient had a post-pyloric nutraglide enteral feeding tube placed for nutrition support on [redacted]. The placement of this tube was confirmed by x-ray and insertion was done per hospital policy. The patient developed respiratory distress and abdominal distention the following day [redacted] which required increased support. On [redacted], approximately 2 days after the feeding tube was placed, a kub [kidney, ureter, and bladder x-ray] was done for ongoing symptoms which was abnormal, so a follow up ultrasound was done which was significant for a duodenal perforation. The patient was intubated for respiratory failure in the setting of abdominal sepsis and taken to the or for repair of the perforation which was caused by the enteral feeding tube according to the surgeon. According to the surgeon the perforation was at an area in the duodenum where the bowel has a curve and the straight, stiff feeding tube eroded through the bowel wall. Manufacturer response for tubes, gastrointestinal (and accessories), nutraglide nasal feeding tube (per site reporter). The manufacturer requested product and patient information to report to the FDA. Our general counsel advised that we report directly to medsun.